Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during the coil embolization procedure targeting a cerebral aneurysm at the right internal carotid-posterior communicating artery (ic-pc), an access was made from the right femoral artery with the concomitant 6 fr, axcelguide guiding catheter (medikit), the catheter went right up to the right internal carotid artery (ica). Two microcatheters were delivered to the target lesion and five coils were implanted before the 4 mm x 12 cm galaxy g3 coil (gly120412 / l12237) was inserted. It was delivered to the lesion, but the coil had issue with conformability and did not wind as the physician had intended. The physician attempted to resheath the coil, but it could not re sheathed. It was reported that the physician did not apply excessive force while unsheathing / resheathing attempt. There was no difficulty during the unsheathing; no kink or bent on the introducer prior to the device use. Another 4 mm x 12 cm galaxy g3 coil from a different lot was chosen as the replacement coil and the procedure successfully completed without further issues or delay. There was no report of patient injury or complication; the complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. There was no unintended detachment observed in the vessel or in the microcatheter. The product was returned for evaluation. The investigational finding is documented below. Investigation summary: the 4 mm x 12 cm galaxy g3 coil was returned contained in a pouch. The device underwent visual inspection. The hub was observed without any damage. The device positioning unit (dpu) was observed kinked in several areas. The coil introducer was kinked and in an unzipped state. The resheathing tool was broken in two. The marker band was observed at 47 cm from the hub; this is within specifications. Microscopic inspection was performed. The v-notch was in good condition. The resistance heating (rh) and the articulation joint were in good conditions and both were outside of the coil introducer. There is no evidence on the rh showing that it had been heated. The embolic coil was outside of the coil introducer and was in stretched condition. The kinked condition of the coil introducer precluded functional testing. The observed condition of the coil introducer would likely cause difficulty during resheathing/rezipping the coil. A review of manufacturing documentation associated with this lot (l12237) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Coil conformability issue is a known potential issue associated with coil embolization and is listed in the instruction for use (IFU) as such. Factors such as the shape of the aneurysm, the tortuosity of the parent vessel may have contributed to the way a coil conforms when it is delivered to the target lesion. The reported issue related to the coil not conforming to the aneurysm cannot be evaluated in the environment of the product analysis lab, as the issue is dependent on the context of the procedure and likely, the characteristics and dimensions of the target lesion. The observed kinked areas on the dpu core wire suggest that there may have been positioning issue, however, this cannot be conclusively determined. The embolic coil was also observed to be in a stretched condition, this is most likely the result of excessive force applied on the device. Stretching can occur during attempts to withdrawal the coil against resistance. The exact cause of the coil becoming stretched cannot be conclusively determined; however, it is possible that circumstances related to the procedure and/or during device manipulation / interaction may have resulted in the stretched condition of the embolic coil. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. In addition, devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 4 mm x 12 cm galaxy g3 coil left the manufacturing facility with the embolic coil in a stretched condition. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to document the result of the analysis of the production records for lot l12237. A review of manufacturing documentation associated with this lot (l12237) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
(B)(4). The purpose of this MDR submission is to report that the product was received by the product analysis lab on 5/9/2019. The return product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Procode is krd/hcg. (B)(6). Physical manufacturer name: (B)(4). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the coil embolization procedure targeting a cerebral aneurysm at the right internal carotid-posterior communicating artery (ic-pc), an access was made from the right femoral artery with the concomitant 6 fr, axcelguide guiding catheter (medikit), the catheter went right up to the right internal carotid artery (ica). Two microcatheters were delivered to the target lesion and five coils were implanted before the 4 mm x 12 cm galaxy g3 coil (gly120412 / l12237) was inserted. It was delivered to the lesion, but the coil had issue with conformability and did not wind as the physician had intended. The physician attempted to resheath the coil, but it could not re sheathed. It was reported that the physician did not apply excessive force while unsheathing / resheathing attempt. There was no difficulty during the unsheathing; no kink or bent on the introducer prior to the device use. Another 4 mm x 12 cm galaxy g3 coil from a different lot was chosen as the replacement coil and the procedure successfully completed without further issues or delay. There was no report of patient injury or complication; the complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. There was no unintended detachment observed in the vessel or in the microcatheter. It was reported that the product is available to be returned for evaluation and analysis.